Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to malfunction suspected and per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing jolting sensation when turning on the device. Database analysis was done and revealed low impedances on all contacts. The database did not reveal the cause of the low impedances nor the overstimulation. Imaging confirmed normal lead placement. The patient will undergo an ipg revision procedure. Device malfunction was suspected with the ipg.

Manufacturer narrative:
(B)(4). The complaint of uncomfortable stimulation was confirmed. It was determined that electrode #24 was shorted to the vh node inside the slave asic (u3). This damage caused excessive charge to be deposited on the output capacitors, leading to discomfort for the patient when stimulation was switched on. Root cause of the damage was not determined.

Event description:
A report was received that the patient was experiencing jolting sensation when turning on the device. Database analysis was done and revealed low impedances on all contacts. The database did not reveal the cause of the low impedances nor the overstimulation. Imaging confirmed normal lead placement. The patient will undergo an ipg revision procedure. Device malfunction was suspected with the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing jolting sensation when turning on the device. Database analysis was done and revealed low impedances on all contacts. The database did not reveal the cause of the low impedances nor the overstimulation. Imaging confirmed normal lead placement. The patient will undergo an ipg revision procedure. Device malfunction was suspected with the ipg.